Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/13/2017, that on "(B)(6) 2017", the receiver was overheating. No additional event or patient information is available. The receiver was not provided for evaluation. The reported event of the receiver overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was unable to be performed because the receiver would not boot up. The receiver case was opened for further evaluation. An interior inspection was performed and found the moisture detection sticker activated. The reported event of an overheating receiver was confirmed. The root cause was determined to be moisture damage.